Manufacturer narrative:
All buttons functioned properly on the insulin pump. However, there was moisture damage on the keypad traces, cracked reservoir tube lip, minor scratches on the display window were found during visual inspection. There was no ramping numbers on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the denomination of carbs continued to advance without a key being pressed. Customer stated that the the numbers would advance by themselves without any input. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.